Event description:
Customer reported unexpected negative reactions with cell 19, heterozygous s cell, of panocell-20, when performing qc for anti-s. Repeat testing performed with cell 13, heterozygous s cell of the same panel resulted as postiive (2+). Methodology is tube testing.

Manufacturer narrative:
The presence of the s antigen was confirmed on cell 19 (s+s+) from retention panocell-20, lot 21970. The customer did not return product or sample for investigation. It is not possible to rule out the sample as a cause of the event.